Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately low compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 4:30pm she obtained a reading of ¿158mg/dl¿. The patient reported using lantus, ¿80mg¿ to manage her diabetes. The patient did not state whether or not she made any changes to her usual diabetes management routine on the day of the alleged issue. At an unknown date and time the patient reported she developed symptoms of ¿shaky and perspiring.¿ the patient reported on (B)(6) 2013 at 4:30pm she had something to eat or drink as treatment. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement. The cca noted that the patient¿s test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged meter reading inaccurately high, she took her medication as usual and developed symptoms suggestive of hypoglycemia and required self treatment to prevent further injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.